Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a connectivity issue. Analysis of the device memory indicated a partial electrical reset occurred. Analysis of the device memory indicated noise occurred. Analysis of the device memory indicated undersensing occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable cardiac monitor device was unable to be interrogated with the patient connector using the diagnostic mobile programmer application. It was noted that multiple attempts to locate the device were unsuccessful including an attempt to interrogate using the mobile programmer application. Troubleshooting steps were taken to include repositioning the patient connector, however the issue persisted. An electrical reset occurred on (B)(6) 2025 and device did transmit afterwards. Recorded electrocardiograms showed significant noise and undersensing, raising concerns about potential device migration, although the device was palpable. No data files were found with the current patient connector, and the patient was not connected to the device. It was suggested that the device might be locked out and should connect with relay after midnight, and attempts should be made to connect with a different patient connector. No patient complications have been reported as a result of this event.